Event description:
The flowflex rapid antigen tests do not detect the newest strain of covid and people should be alerted. I tested positive via pcr on thursday (B)(6) 2022. I am on day 5 of quarantine and the flowflex tests are still showing negative results despite having been very sick and symptomatic. These are the free tests available from cvs with insurance now and they are absolutely useless. People will be testing and thinking they are covid negative if they trust these results without a pcr. You will have another wave on your hands shortly if an alert is not raised quickly. In my circle of friends, they have had the same experience, the flowflex does not work for newest strain of covid even nearly a week after being positive. FDA safety report ID# (B)(4).